Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities it was reported that the patient faced an infusion set issue and, after cannula changes on (B)(6) 2026, experienced burning pain, a small nodule, bruising, pooling, and recurrent injection site reactions with a history of cellulitis and recent completion of antibiotics, leading to removal of multiple cannulas and initiation of oral medication. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 8021545-2026-00941- device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.